Event description:
The customer obtained a non-reproducible higher than expected vitros ckmb result (10.6 ng/ml) from a single patient sample run on the vitros 5600 integrated system. The initial result was reported out of the laboratory but was questioned by a physician, therefore repeat testing was performed. Expected vitros ckmb results (1.92, 1.88 ng/ml) were obtained during repeat testing and a corrected report was issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros ckmb result was obtained from a single patient sample run on the vitros 5600 integrated system. It is unknown whether the sample in question was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Instrument service actions were performed, however, it is unknown if these actions were directly related to the root cause of the event. There was no evidence to suggest a reagent malfunction occurred. A definitive root cause could not be determined. However, pre-analytical sample processing or an instrument issue could not be ruled out as potential contributing factors. The root cause of this event is unknown.